Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, there was no issue noted with the rx lithotripter compatable basket device while tested prior to use. During the procedure, the device was advanced into the common bile duct and a stone (unknown size) was captured successfully. An attempt was made to crush the stone, but failed. While attempting to crush the stone using an alliance handle device, the pull wire in the rx lithotripter compatable basket catheter broke, causing the tip to be unable to detach. The basket handle and catheter were removed from the patient, but the basket with the captured stone was left inside the patient. The patient was sent for surgery where the basket with captured stone were successfully removed. There was no issue noted with the alliance handle device. There were no patient complications following this procedure and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of pullwire broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.